Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient visited the emergency room (ER) for the event; however, it was not reported if the patient was hospitalized. On an unreported date in the same month as the onset, the patient was treated with unspecified antibiotic (further details not provided) for peritonitis. On an unspecified date in the same month, the patient recovered from peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.